Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3889-33, lot# v012900, implanted: 2006 (B)(6); product type lead product ID 3889-28, lot# v854316, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had an infection about three months ago and the patient was given antibiotics.